Event description:
It was reported that the insulin pump alarmed an error and that insulin was "squirting" out during the manual prime process. The blood glucose reading was 160 mg/dl. The customer stated that she did not know what the insulin pump was doing but she noticed that the screen went blank, then counted up to 7 while she was priming. Advised replacement of the insulin pump. No need to troubleshoot for blank display, as the device was already being replaced for the error alarm. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during prime test, due to moisture damage force sensor. Insulin pump monitored for several days and no blank display noted. Insulin pump received with normal operating currents. No damage found on the connector lcd isolation tape noted. No unexpected counting noted. Insulin pump received with cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, belt clip slot and minor scratches on display window.